Event description:
It was reported that during a routine device interrogation the following day after a (B)(6) pacemaker was implanted, noisy signals were detected on both the right atrial (ra) and right ventricular (rv) leads simultaneously. These signals were inducible during arm movements but not during pocket manipulation, suggesting subclavian crush syndrome rather than a connection issue. Noise and oversensing had been reported before the pacemaker replacement. The plan is to discuss next steps with the physician, potentially including a lead revision procedure. Both leads remain implanted and in service, with no adverse effects reported for the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).